Event description:
It was reported that after pre-dilatation, during a non-tortuous, non-calcified, left anterior descending artery stenting procedure, a xience prime stent delivery system (sds) was advanced without resistance, but prior to crossing the lesion, when contrast was injected, contrast was seen leaking from the sds. The hypotube was found separated from the sds and the entire sds was able to be removed without difficulty successfully. Reportedly, force was not applied to the sds at any time during the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An inner-member separation and shaft leak were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.